Manufacturer narrative:
Synthes is unable to determine 510(k) # without a part number of lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
Pt implanted with a locking condylar distal femur plate on an unk date for a supra condylar femur fracture. After approximately eight months to one year, the plate broke postoperatively. A non-union was noted. X-rays were taken prior to procedure. Plate was removed and pt was revised.